Event description:
(B)(4) after completing the flush, the clinician proceeded to remove the syringe from the fistula needle and the luer from one of aquabiliti's syringes broke off and remained in the hub. The patient's fistula needle required replacing. Agreed to send the rejected syringe back to aquabiliti for evaluation if her corporate office advised her to comply. Attempts to reach her by phone on 08-dec-2016 @ 14:23 and 09-dec-2016 @12:53 were not successful in getting confirmation on the return of the defective syringe.